Manufacturer narrative:
Product complaint #: (B)(4). Batch # t5aj5x. Investigation summary: the analysis results found that one pcee45a device was returned with the anvil knife slot damaged, and without reload present. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a vats right upper multiple wedge resection, a psee60a was used with multiple gst60g reloads. On the fourth or fifth firing the surgeon noticed that the power on the stapler was very slow. Surgeon was aware that it was thick tissue. The stapler did not return automatically. The surgeon used the reverse button and the stapler began to reverse the blade. However there was a ¿pop¿ sound and the device stopped. The blade was not completely reversed so the manual override was used. The lever would not ratchet freely and was very difficult to move. After a lot of pressure it cracked and then flowed easily but the blade would not come back and the stapler wouldn¿t open. A pcee45a stapler with a gst45g reload was opened to resect the psee60a stapler off the tissue. This stapler also stopped midway through the firing but the reverse did bring the blade back. Upon removal of the pcee45a the device was inspected and the anvil appears to be bent in the middle section. A second pcee45a was opened and fired with a gst45g reload. The psee60a stapler was then freed up and with a mini thoracotomy the specimen and stapler were removed. When the stapler came out of the trocar the anvil did open up on its own. Upon inspection of the psee60a anvil it also was bent in the middle section.